Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the blade of the device was stuck and could not be withdrawn. Examination of the device on (B)(6) 2016 found the jaws were also locked shut and could not be opened.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 01/24/2017. One used lf4200 ligasure device was received for evaluation, and evaluation confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws. Review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contribute to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up.